Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed. The model and catalog numbers are a carefusion products which is same or similar to a device that is approved for sale domestically. (B)(4).

Event description:
The report suggests that the customer noticed a free flow when the set was loaded in the pump with the latch closed. They tried the same set in a different pump to exclude pump defect and experienced the same scenario. They finally tried to close the accuslide manually when it was outside the pump and it worked and no flow was observed. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.